Event description:
It was reported by service report that the motion interrupt pan was hanging on right head corner, and the power cord outer sheathing had a tear. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: motion interrupt pan was broken on right head corner. Power cord outer sheathing had a tear.